Event description:
Customer reported that the threading on the battery compartment was breaking off. Customer stated that the insulin pump was dropped. Customer's current blood glucose reading is 156 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.